Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was admitted to the hospital with pelvic pain and hematuria. The next day, a surgical intervention was performed in which the cuff was removed and replaced because it was malpositioned and too tight for the patient. No further patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The information received states that the device was malpositioned and too tight for the patient, therefore a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was admitted to the hospital with pelvic pain and hematuria. The next day, a surgical intervention was performed in which the cuff was removed and replaced because it was malpositioned and too tight for the patient. No further patient complications were reported.